Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with interface debris on the central inferior on the left eye (os) of a male patient at a one day post-operative exam. The patient's comments were that he noticed the visual acuity was slightly better on the right eye (od) than the os. A flap and rinse was performed to remove debris. The surgery center reported the symptoms have been resolved. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/25 -1.50 x -2.00 x 95, left eye pre-op 20/20 -1.50 x -1.50 x 70.